Event description:
User facility medwatch report received that states: "metal hook jammed on closure device. Unable to reuse. The patient was not harmed." No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates a bent cutter and this confirmed the reported experience. Based on visual and functional analysis of the returned device, the cause of the bent cutter was related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.